Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that she woke up with extremely high blood glucose. The customer went exercise and bolus with pump, was 283 mg/dl. The customer is due for new site and will use new insulin pump for that. The customer stated that she needs assistance in programming the insulin pump and was assisted.